Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's remote transmission were missing lead impedance values. Patient was asymptomatic. It is noted that the values are no longer missing on the latest remote transmission reports and the device appears to be functioning normally.